Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not open after application on tissue. Tissue resection around the jaws was performed to remove the device.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/01/2016. Date of follow-up report: 08/01/2016. Correction to previously submitted manufacturer narrative: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 08/01/2016. Date of follow-up report: 08/01/2016. Date of second follow-up: 08/31/2016. One used ls1037 ligasure device was received for evaluation. Inspection of the returned device confirmed that tissue was caked within the jaws, causing it to be difficult to open. After the tissue was removed, the device worked normally and within specifications. Testing of the device on simulated tissue yielded acceptable results and a visual seal effect without sticking was observed. The cause of this issue is attributed to user error with maintenance of the device. The IFU lists measures to minimize tissue sticking, including to keep the jaws of the instrument clean and wipe often when working in a bloody field. It also advises that if sticking occurs the generator may be on too high of a setting. Review of the device history records for this lot found no potentially contributing entries, and that it was released upon meeting all quality specifications.